Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod less than one hour. The adhesive completely separated from the infusion site (leg), causing the cannula to dislodge.  Details regarding treatment were not provided.

Manufacturer narrative:
The device has been received, however an investigation has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.